Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and tactile/vibration alarms or lack thereof) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable and causing the j702 to be pulled from the dn. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable) and tactile/vibration alarms or lack thereof